Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that resistance was encountered while advancing the coil(subject device) into the other company micro catheter, and the subject coil was difficult to be placed into the aneurysm at the internal iliac artery, and when the physician attempted to retract the subject coil, it got stretched and then it prematurely detached inside the micro catheter inside the patient's anatomy during the procedure. The physician retracted the detached coil and microcatheter from the vessel and the same micro catheter was used again to complete the procedure successfully. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicated that intermittent flush maintained during the procedure. It is most likely that the subject device encountered difficulties while inserting into microcatheter due to intermittent flush, as per dfu maintaining continuous flush throughout the procedure is a critical requirement as lack of it can lead to friction or other related difficulties. The investigation confirmed that there was an act or omission of an act that could have resulted in a different medical device response than intended by the manufacturer and/or expected by the user. Therefore, an assignable cause of user error has been assigned to this event. The subject device is not available to the manufacturer.

Event description:
It was reported that resistance was encountered while advancing the coil(subject device) into the other company micro catheter, and the subject coil was difficult to be placed into the aneurysm at the internal iliac artery, and when the physician attempted to retract the subject coil, it got stretched and then it prematurely detached inside the micro catheter inside the patient's anatomy during the procedure. The physician retracted the detached coil and microcatheter from the vessel and the same micro catheter was used again to complete the procedure successfully. There were no reported clinical consequences to the patient.